Event description:
The customer reported that a patient death occurred while the patient was being monitored on a telemetry transmitter, connected to a telemon bedside monitor.

Manufacturer narrative:
(B)(4). The customer reported that a patient death occurred while the patient was being monitored on a telemetry transmitter, connected to a telemon bedside monitor. The customer wanted to know if the telemetry transmitter contributed to the death of the patient as they were not sure if the equipment worked. A philips field service engineer (fse) confirmed that the device was working as intended. In abundant caution, we will report this failure.